Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 41 (patient temperature sensor failure) was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. Ua 41 indicated that the temperature of the patient contact surface exceeds 45 degree celsius for more than five minutes (triggers temperature sensor near battery bay). The probable root cause of the reported issue could be due to the device been stored in a hot environment, or in a hot vehicle or exposed to direct sunlight for a period of time that caused the internal temperature of the platform to increase. The ideal device storage temperature should be around from -20 to 65 degree celsius (without batteries). As a precautionary action to reduce the probably of reoccurrence, the temperature sensor was replaced. During visual inspection, damaged front enclosure and battery lock were noted. The autopulse platform is a reusable device and was manufactured in 2012, therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated multiple error message ua 41 occurred on the customer reported event date of (B)(6) 2017. The platform passed the initial functional testing without any fault. The platform was tested with lrtf (B)(6) for 30 minutes without any issues. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure and battery lock were replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse (B)(4).

Event description:
As reported, during device check, the autopulse platform (B)(4) was displaying an error message user advisory (ua) 41 (patient temperature sensor failure). No patient involvement was reported.